Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reporter "capsular contracture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, intact and functional were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reporter "capsular contracture", captured as baker grade unknown. This record is for the left side. The device has been explanted.